Manufacturer narrative:
Results: inherent risk of procedure (stent damage, failure to deliver the stent). Related to another drug/device (root cause of the stent removal and damage is due to the additional devices used inside the vessel). Conclusions: another device caused failure (root cause of the stent removal and damage is due to the additional devices used inside the vessel). (B)(4) .

Event description:
The physician intended to implant a 3.5 mm diameter x 15 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a critical lesion at the ostium of the cx. The target lesion exhibited 70% stenosis and some calcification. The lesion was pre-dilated twice up to 18 atm's. The resolute integrity was implanted in the cx. The stent was then post-dilated using the kissing balloon technique with one balloon in the cx and one in the lad. The guidewire was removed from the lad. The angiographic result was sub-optimal so the physician decided to perform another post-dilation using the kissing balloon technique. The guidewire was re-inserted in the lad and the balloons were inserted. Resistance was felt while advancing the post-dilation balloons inside the vessel and force was required to retract the devices from the vessel. The deployed resolute integrity stent was removed with the guidewire and was observed to be stretched and deformed. The resolute integrity device had been inspected and prepared prior to use with no abnormalities noted. The target lesion was treated using a 3.5 x 18 mm other brand stent implanted in the cx and a 3.5 x 28 mm other brand stent implanted in the lad. No clinical sequelae were reported.